Event description:
(B)(6) clinical study. It was reported that myocardial infarction and side branch event occurred. In (B)(6) 2013, the subject presented with stable angina. Abnormal stress test or imaging stress test indicated ischemia prior to the procedure and the subject was referred for elective cardiac catheterization. The first target lesion was a long lesion located in the mid left anterior descending (lad) extending to dist lad with 90% stenosis, which was 32 mm in length and with reference vessel diameter of 2.25 mm. The physician treated the first target lesion with pre-dilatation and placement of two 2.25 x 32/38 mm and 2.25 x 28 mm study stents. Following post-dilatation residual stenosis was 0%. The second target lesion was located in 1st diagonal with 90% stenosis, 6 mm in length and reference vessel diameter of 2.25 mm. The physician treated the second target lesion with pre dilatation and placement of a 2.25 x 8 mm study stent. Following post-dilatation residual stenosis was 0%. On that same day, baseline core lab angiography result revealed 05% side branch stenosis at 1st diagonal. Post procedure angiography revealed 85% 'branch percent stenosis' in 1st diagonal. The following day, the subject developed myocardial infarction. Cardiac enzyme elevation was consistent with universal definition of mi (peak troponin t: 0.226 ng/ml , uln: 0.045 ng/ml). No action was taken in response for this event. One day post index procedure, the subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the second 2.25 x 28 mm study stent on target lesion #1 was placed due to inadequate lesion coverage.